Event description:
A malfunction was reported on a pump by the caller, specifically a malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappeared.